Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the testing instrument on 28apr2016. The expected positive test wells which yielded unexpectedly negative instrument outputs, were visually unexpectedly negative. The immucor laboratory tested retention product on 04may2016 which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.